Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead had dislodged into the right ventricle resulting in overlapping of the atrial and ventricular signals. The lead dislodgement was confirmed via x-ray. The lead was successfully repositioned on (B)(6) 2026. The patient was in a stable condition.